Manufacturer narrative:
(B)(4). Results - a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found no visible damage to the lens. The lens was returned in liquid. The injector, cartridge and foam tip plunger were not returned. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the lens flipped and went into the patient's eye upside down. The lens was removed during the same surgery, with no patient injury and the backup lens was implanted. The reporter indicated the event was due to a loading error.

Manufacturer narrative:
This complaint file states that the lens "flipped up upside down during insertion". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if the flip was due to improper lens loading, or surgeon handling. (B)(4).